Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation containing approximately 120ml. Visual inspection showed no signs of blockage or physical abnormality. A functional test was performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of flow was visually observed at the distal luer and continued to flow without stopping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.